Event description:
Account stated, bed scale wasn't working and the siderail wouldn't stay up.

Manufacturer narrative:
Technician found the siderail wouldn't stay up because, one of the pins on the patient right foot siderail had pulled out some. He took siderail apart to line up pin and get it back in place to resolve the issue.